Event description:
Tip fell off inside of the pt and it went unnoticed for one year. Pt suffered from bladder infections or urinary tract infections. Tip has been removed and pt is now in good condition.